Event description:
Rptr performed back-to-back blood glucose tests resulting in readings of 53, 114 and 109 mg/dl. Rptr was using expired teststrips. Upon retesting with new teststrips the results were 94 and 98 mg/dl respectively. Rptr was experiencing lightheadedness. Meter has never been cleaned.